Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the consumer as ¿probably bacteria¿ (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unknown treatment for the peritonitis (not further specified). Pd therapy was ongoing during the treatment. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.